Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual review of the device shows multiple gouges around the flat surface near the scallops. Nicks were noted to both the inner and outer spherical surfaces. Product identifier for (12) cutouts were confirmed per print specification. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem. Unknown head. Unknown shell. Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00188.

Event description:
It was reported that during a total hip arthroplasty the liner did not seat into the shell. No additional information is available.